Manufacturer narrative:
This is the same event as 3010536692-2015-01729 .

Event description:
Allegedly, patient was revised due to mom complications: consistent pain in groin area and swelling; metal staining; dark-stained fluid within the joint - right.